Event description:
During a procedural ercp, the wire on the retrieval basket broke inside the patient. After further interventions, basket was retrieved and surgery avoided. FDA safety report ID# (B)(4).